Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4): upon follow up it was reported, on the same day as the event onset, the patient was hospitalized for peritonitis. At the time of this report, the patient remained hospitalized. Should additional relevant information become available, a supplemental report will be submitted.